Event description:
It was reported that the device charged up to the selected energy but failed to deliver it to a pt using paddles. The user power cycled the device and was able to deliver defibrillation therapy to the pt. It was reported that therapy was resumed until the pt was transported to the hosp. The device use had no adverse effects on the pt and there were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return for eval and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.